Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported, problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. The rear case was cracked. There was evidence of the error recorded in the event history log. The reported problem was duplicated. The device was found to be displaying an error message on power up. A faulty microprocessor unit board (mpu) was the cause of the reported issue. The mpu was replaced as corrective action. The root cause was unknown. The product is beyond a year from manufacture date. And there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year. And there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported, there was an error message and preventative maintenance . No patient injury was reported. .